Manufacturer narrative:
(B)(4). A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 16.5-17.5cm and 31.0-31.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 9.5-10.5cm from the distal tip. The etfe coating was abraded at this location.

Event description:
It was reported that during the follow-up, high capture threshold and high, out of range lead impedance were noted. The lead was explanted and replaced. The patient is stable.